Event description:
It was reported that the patient's family stated that the device "did not do its job." Follow-up did with the physician's office determined that the patient had not been seen in that clinic in months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.